Event description:
It was reported that capture management of the device was increasing outputs. The clinic reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 500fa21, mechanical heart valve, (B)(6) 2004. A 4087, competitor implantable pacing lead, (B)(6) 2004. A 4086. Competitor implantable pacing lead, (B)(6) 2004. (B)(4).